Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 9 cm abdominal aortic aneurysm. The aortic neck was angled and narrowed to 20.5 mm in an infrarenal aortic ledge/ridge. Vessels were moderately tortuous and mildly calcified. It was reported that after deploying and ballooning the main talent bifurcated body, ipsilateral extension, and contralateral limb stent grafts, the final angiography run indicated a distal migration of the main talent body. The physician elected to intervene by implanting a talent aortic extension cuff (MDR#2953200-2009-01266); however, the angiography run after the aortic extension piece was implanted indicated partial coverage of the left renal artery. The physician elected to use a reliant balloon, catheters, and guidewires in order to pull the bifurcated device and aortic cuff distally, which successfully moved the aortic cuff distally to uncover the renal artery; however, the talent aortic cuff and bifurcated ended up separating in a type iii endoleak when the balloon, which was dilated across the bifurcated device, was pulled downward. The physician elected to implant an aortic extension device from another manufacturer between the 2 talent grafts, with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Evaluation results and conclusions: angulation and narrowing of the aortic neck.